Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, noting that the cgm displayed ¿low¿ and the user became confused and required assistance from a household member; the user treated with oral glucose. Symptoms included confusion consistent with hypoglycemia. Outcomes included transient functional limitation without hospitalization. Investigation included a review of available case information. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.